Event description:
Reportedly, during a regular ICD check performed on (B)(6) 2019, atrial noise oversensing episodes were observed in the av block episodes. On 13 mar 2019, atrial sensitivity value was increased and it was decided to follow-up with the patient. Preliminary analysis confirmed the reported atrial noise oversensing. The observed noise pattern could originate from electromagnetic interferences (emi) and/or myopotentials sensing. An atrial lead issue and/or connection issue could not be excluded.

Event description:
Reportedly, during a regular ICD check performed on (B)(6) 2019, atrial noise oversensing episodes were observed in the av block episodes. On (B)(6) 2019, atrial sensitivity value was increased and it was decided to follow-up the patient. Preliminary analysis confirmed the reported atrial noise oversensing. The observed noise pattern could originate from electromagnetic interferences (emi) and/or myopotentials sensing. An atrial lead issue and/or connection issue could not be excluded.